Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer seeks part number and price for color display cable and upper touch screen cable/connector. It is unknown if there is patient involvement.

Manufacturer narrative:
This is a customer request for part ID only due to a damaged part. This issue is not reportable. No other information is available.